Event description:
This complaint is now reportable based on the analysis completed on 06/13/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.50x32 mm taxus liberte drug eluting stent would not cross the lesion. The 90% stenosed lesion being treated was located in the severely tortuous, severely calcified left anterior descending (lad) artery. No patient complications were reported. Patient status reported as "good". However, the returned product revealed stent damage.

Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination found damage to both the proximal and distal edges of the stent. One strut was raised on the third proximal row and the struts on the first and second distal rows were slightly flattened. This type of damage is consistent with the delivery system encountering some form of restriction. No kinks or damage were noticed along the shaft of the device. A recommended sized product mandrel (0.014 inch) was inserted through the lumen with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. A review of the top assembly manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is operational context.